Manufacturer narrative:
Updated serialization.

Event description:
Consumer alleges he was exiting his ada van using the ramp. The chair allegedly lurched to the left and when he tried to make a small adjustment to stay centered on the ramp the chair allegedly went off of the ramp allegedly throwing the consumer to the ground.

Event description:
Consumer alleges he was exiting his ada van using the ramp. The chair allegedly lurched to the left and when he tried to make a small adjustment to stay centered on the ramp the chair allegedly went off of the ramp allegedly throwing the consumer to the ground.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.